Event description:
There was difficulty reported in the communication between the pump and the programmer prior to implant. A different pump was used in the implant procedure. Successful communication occurred once the pump was moved from a metal table.

Manufacturer narrative:
The device did not impact the pt since the failure to communicate with the pump was recognized before the implant procedure. Internal complaint number: (B)(4).